Manufacturer narrative:
G4: 27oct2020. B4: 28oct2020. Three good faith efforts were made to obtain all information. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
When preparing the device for use, the customer's respiratory therapist noticed that the tidal volume and exhaled tidal volume read zero. The device was not in clinical use. There was no patient harm. The customer's biomed confirmed the phenomenon. He connected the device to a test lung and saw that the tidal volume and exhaled tidal volume both read zero. The device also annunciated a low leak co2 rebreathing risk alarm. The remote service engineer suspected an issue with the flow sensor assembly and advised the customer's biomed to perform a full performance verification test and address any issues found.